Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The file indicated the use of a cartridge and a handpiece. Product history records could not be reviewed for the associated cartridge and handpiece lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A doctor of ophthalmology reported a lens optic and haptic got damaged after an intraocular lens (iol) implant procedure so it was removed and replaced in the initial procedure. Additional information was requested.